Event description:
Suturecut needle driver didn¿t work successfully after it was placed through the trocar. When the surgeon attempted to use the equipment, the instrument would not close. The surgeon requested a new maga suture cut needle driver. The referenced mechanical instrument can be used up to 10 times and the involved instrument had 9 uses left. There was no harm to the patient. FDA safety report ID # (B)(4).